Manufacturer narrative:
The zenith device has completed design control requirements showing the device meets predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Pt anatomy (inverted funnel shape neck/calcification) likely contributed to the reported type ia. Placement of another MFR's stent did not resolve. The physician decided to take a wait-and-see approach. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although landing zone below renal artery was slightly inverted funnel shape. No difficulty of main body placement at proximal site was observed, however, final confirmatory angiography revealed proximal type I endoleak. Ballooning with a coda balloon catheter was performed, but endoleak was not resolved. Even after another MFR's (palmaz) stent was placed at proximal site endoleak into aneurysm remained. The physician decided to take f/u observation. (Diameter of proximal neck was 25mm act was over 200). No adverse effect to the pt was observed. The physician thought that calcification at the proximal site was thought to contribute to the inadequate sealing.